Manufacturer narrative:
(B)(4). The reported event is confirmed through radiograph review. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review noted: ap pelvis demonstrates a left total hip arthroplasty with superior and lateral dislocation of the left femoral head from the acetabular cup. No obvious radiolucency or loosening noted. Overall size of the implants is appropriate. Alignment is not well evaluated given dislocation of the femoral head from the acetabular cup. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-03402-1.

Event description:
It was reported patient has been indicated for revision due to liner wear. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.